Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of below 12 mg/dl at the time of the incident. The customer has had 28 low incidents in the past year and a half, leading to hospitalization and congestive heart failure. The customer was given liquid glucose to treat. The customer experienced symptoms such as shaking, sweating, and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer will go as high as 600 mg/dl after a low. The customer asked about a pump that can suspend when they are low. The insulin pump will not be returned for analysis.